Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was remaining static and had not changed after boluses were delivered. The customer could not recall the time the static number was noticed in relation to when the boluses were delivered. The customer declined to upload the pump data for review as the customer's computer was not capable of the upload. The customer's blood glucose (bg) level was 207 mg/dl. The customer declined tandem technical support's offer to follow-up to confirm the fill estimate had decreased with additional bolus deliveries.